Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Hyphema and vitreous hemorrhage are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA on 5/24/2016.

Event description:
The surgeon initially reported hyphema and vitreous hemorrhage observed one day status post cataract and istent surgery. No intraoperative events were reported. The surgeon conferred with the glaukos medical monitor who reported that the initial surgery was uneventful other than an intraoperative hyphema. The patient discontinued their aspirin three days prior to surgery. During the one day postoperative exam the patient presented with iop 6 mmhg with layered hyphema and vitreous hemorrhage. A b-scan was completed. The surgeon discontinued the patient's latanoprost to allow the iop to rise to minimize the risk of further bleeding. The surgeon plans to monitor the patient. The surgeon advised the patient to avoid straining, bending, and lifting. The glaukos medical monitor discussed other options including repeat b scan, ac washout and pars plana vitrectomy if the bleeding does not resolve on its own. Additional information has been requested.

Manufacturer narrative:
(B)(4). Submitted to FDA on 6/2/2016.

Event description:
Additional follow-up was requested and on 5/31/2016 the surgeon provided the following details. The initial cataract surgery followed by istent implantation was uneventful on the right eye. A b-scan was completed and the results were normal. The patient was monitored. The hyphema and vitreous hemorrhage were both reported to be self-resolving and had no adverse impact to the patient.